Event description:
It was reported that the entire filament plate of the flow 50 wand fell off in the joint during use. The broken piece was retrieved. The procedure was completed using a back-up wand from a different lot. No patient injury or other complications were reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows the electrodes have been detached with jagged edges on the remaining electrode legs. There is scratch marks present on the exposed shaft and the black shrink tube near the tip of the device. There are also scuff marks present on the spacer. There are no manufacturing abnormalities visually observed with the returned wand. Data extracted from the returned wand found that the wand had been activated approximately 0.5 minutes. The wand was then connected to a compatible controller and was activated in saline solution at the default and max settings on the controller and plasma was observed on the top remaining electrode. The suction/saline lines were tested and performed as intended. The complaint has been visually verified and the root cause was more than likely associated with the device potentially coming into contact with a metal object such as a cannula. Other potential factors which could have contributed to the reported event includes: mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. The instruction for use (¿IFU¿) outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.